Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: colombia. The client reported that the edge of the needle was blunt during use.

Manufacturer narrative:
Samples received: 4 unopened units. Analysis and results: there are no previous complaints of this code batch. The needles of the samples received were checked, it was noticed that the tips of three needles are damaged. This defect probably took place during the manufacturing process. The closed samples received were also tested for needle puncture. Needle puncture strength test is used to determine the puncture strength of the needles. Each needle is tested with 10 punctures. The average penetration result is 0.757n. This result is 26.8% higher than the current average of penetration for these needles(0.597n). The complained needles had poor penetration performance. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications of the product, it is concluded that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.